Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the compressor is loud and squeaky. Additional malfunction is the pilot valve is alarming and shutting down.